Event description:
It was reported that while preparing for an esophagogastroduodenoscopy (egd) procedure balloon inflation, deflation and advancement difficulties were encountered. A cre wg 15-18mm/180cm/5.5 f/g balloon catheter had been selected to treat an unspecified esophageal stricture. The balloon catheter was removed from its packaging, attached to an alliance inflation device and handed to the physician. No vacuum was applied to the device. The physician encountered difficulty advancing the device through the scope as the balloon appeared partially inflated. Attempts to deflate the balloon were unsuccessful. The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.